Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen interface was not working. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed, it was not possible to calibrate the stylus. It was additionally noted that the upper and lower cases were cracked and errors were found in the software updates. The device was cleaned, the microprocessing unit board was replaced, the stylus was calibrated and it was noted that it was again working properly, the upper and lower cases were replaced and new software was installed. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.